Manufacturer narrative:
Patient information is not available for reporting. UDI# (B)(4) lot# unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter facility contact number (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported during surgery on (B)(6) 2016 for a craniotomy procedure, four screwdriver blades didn't properly hold the screws. The screws did not fall off, nor was the instrument or screws reported to be broken in two pieces. No surgical delay or medical intervention was reported. The procedure was completed successfully with back-up instruments. Patient status was not provided. Concomitant devices: screws (part# 03.503.017, lot# unknown, quantity 4). This report is for one (1) matrixneuro screwdriver blade hex coupling/self-retain/med. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
A product investigation was completed: two (2) matrixneuro screwdriver blades, hex coupling, self-retained, medium (part number 03.503.017, lot numbers u172401 and u246132) were received. The complaint condition is confirmed as each screwdriver showed slightly worn edges of the distal cruciform blade which could impact the ability of the screwdriver to retain a screw as intended. A definitive root cause could not be determined given the unknown use at the time of the issue and over the lifetime of each device. The condition appears consistent with the result of abrasion of driver from significant repetitive use. A device history record (DHR) review, device inspection, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Review of the device history records showed that there were no issues during the manufacture of these products that would contribute to this complaint condition. No non-conformance reports were generated during production. Per the technique guide, these screwdrivers are intended to retain a screw without a holding sleeve during use. The two (2) screwdrivers were received intact with light wear. On each screwdriver the proximal coupling hex and the distal cruciform blade show slightly worn edges. The diameter of distal portion is specified as 0.6mm +0/-0.04 and measures 0.54mm and 0.53mm. The thickness of the flat distal tabs is specified as 0.37mm +0.02/0 and measures between 0.33mm and 0.35mm. The thickness of the arched distal tabs is specified as 0.385mm +/-0.01 and measure between 0.37mm and 0.38mm. This post manufacturing wear, from over the lifetime of each device, could impact the ability of each screwdriver to retain a screw. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the mating screw was not returned. Based on the dates of manufacture the relevant drawings, reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. There is no evidence of a manufacturing issue and no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review for part# 03.503.017 lot# u246132. Release to warehouse date: august 8, 2016. Supplier: (B)(4). No nonconformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was determined that only two screwdriver blades malfunctioned during the case on (B)(6) 2016.